Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the remote manager does not allow the refrigerator to open when nursing staff are trying to pull medications for their patients. The pharmacy also tried to open and recover storage space for refrigerator access, and it's still not open. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Section d concomitant med prod desc. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager did not allow user to access the refrigerator to retrieve medications that were due for their patients. A field service engineer identified that the alignment was pointing diagonally into the latch. The hasp and mount alignment were adjusted accordingly. The fix was tested and confirmed to the customer's satisfaction. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the remote manager does not allow the refrigerator to open when nursing staff are trying to pull medications for their patients. The pharmacy also tried to open and recover storage space for refrigerator access, and it's still not open. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.